Manufacturer narrative:
This right atrial (ra) lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in a retracted position. Subsequent electrical and mechanical testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations of dislodgement or high pacing thresholds. Laboratory analysis was unable to conclusively determine the root cause of the reported issue as the lead tip and helix were intact and appeared undamaged and resistance testing determined the lead was electrically continuous.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing thresholds and was found dislodged. A surgical revision was performed wherein the physician extracted and implanted an alternate on the opposite side of the chest due to patient's abnormal anatomy. No additional adverse patient effects were reported.